Event description:
It was reported that the image intensifier cover on the 9800 system came off. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cover was replaced during the service call. The system was tested and found to be working as intended and put back into service.